Event description:
My trilogy bipap is one of the recalled products. Over the past year I noticed that my filters were getting dirty quickly. As of today I am changing my filter every day. It is white when put on machine and black in the morning. My breathing has become much worse and limits my activity. I have been hospitalized 4 times over the past year I feel I am being harmed from this device and nothing is being done. Guess I will have to just get cancer and then get some help. Exasperated; (B)(6). FDA safety report ID# (B)(4).